Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58u28. Device evaluation summary: the analysis found that one ntlc75 device was returned with a cartridge reload loaded on the device. The cartridge reload was returned with the knife exposed and with the swing tab in the locked position, and the proximal 30 drivers up and the remaining drivers were down with staples present. Further evaluation found that the channel shroud was detached. No functional test was performed due the condition of the device. The damage on the channel shroud is consistent with the closing latch being opened beyond its stop position. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open colectomy, the firing knob did not return to the original position during use, and the anvil half and the cartridge half could not be joined together. The device was used for functional end-to-end anastomosis (feea) on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.